Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was experiencing irritation in the scs ipg pocket site and uncomfortable overstimulation/ineffective stimulation (date of event is unknown). As a result, the patient underwent exploratory surgery on an unknown date during which the pocket site was opened and the physician found the scs lead was fractured. As a result, the scs ipg and scs lead were disconnected and the scs lead was explanted/replaced and connected to the existing scs ipg. The issues resolved the replacement of the lead.